Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through analysis of the submitted computed tomography (CT) images. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from (B)(6) 2025, per the timestamps. The log file captured low flow alarms starting on (B)(6) 2025 and persisting for the remainder of the log file. The log file also captured numerous pulsatility index (pi) events. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The customer provided 3 CT images for analysis. The first image was a cross-section of the outflow graft, showing significant occlusion. The remainder of the images showed the length of the outflow graft. Eogo was present along the length of the bend relief, and the outflow graft was significantly obstructed at the narrowest point. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU lists stroke, right heart failure, aortic insufficiency, thromboembolism, arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that on (B)(6) 2025 a computed tomography angiography (cta) of the abdomen and pelvis was performed which showed partial thrombosis of the outflow tract. There were also wedge-shaped hypodensities in the kidney and spleen suggestive of infarcts. Thromboembolic phenomenon was suspected. Findings from a cta cardiac transcatheter aortic valve replacement (tavr) on (B)(6) 2025 also showed a near occlusive thrombus in the outflow cannula and wedge-shaped hypodensities in the posterior spleen and left kidney that extended to the renal cortex which were suspicious for infarcts. The abdominal aorta, celiac trunk, superior mesenteric artery, and iliac bifurcation were all visualized and patent. Echocardiogram on (B)(6) 2025 showed severe right ventricular enlargement with moderately reduced systolic function, severe biatrial enlargement, and moderate mitral regurgitation and mild to moderate tricuspid regurgitation. The patient was noted to have an alfieri stich in the mitral valve which was placed at the time of implant. There was also noted elevated venous pressure in the inferior vena cava and superior vena cava. The patient experienced increased acute symptoms of acute decompensated heart failure, diaphoresis, nausea, dizziness, increased lactate dehydrogenase to the 1200 units per liter range, increased liver function tests to the 900 units per liter range, and decreased sodium to 117 milliequivalents per liter. There were no changes to patient condition or anticoagulation status that may have contributed to the event and there were no changes made to pump parameters. The patient's stroke was confirmed to be hemorrhagic on CT imaging.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was stented for external outflow graft obstruction (eogo). The patient's flow proceeded to drop to mid 1l/min and they appeared to be in a tachycardia arrythmia. They received defibrillator shock and their mean arterial pressure improved but the flows did not improve. Log files were submitted for further evaluation. The periodic log file captured an elevation in flow and power on (B)(6)2025 at 16:44, the event log file captured low flow events beginning on 14feb2025 at 8:52:17. At the same time, the pump event file showed elevations in rotor noise and displacement which resulted in harmonic compensation events. It was later reported that the patient passed away due to stroke post outflow graft stents. It was said the device operated as expected after the initial issue. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the device operated as intended after the initial event resolved until the patient's death. The death was considered to be device related.